Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
Material no. 368608. Batch no. 9205620. It was reported that before use of the bd vacutainer® eclipse¿ blood collection needle the needle fell apart. The following information was provided by the initial reporter: needle fell apart while user was attaching a 22 gauge needle from lot 9205620 exp 2024-07-31, to a hub and the center piece of the needle, clear plastic piece, snapped off. I notice the snap before taking off the safety and placed the equipment down and proceeded the draw with a new needle and hub. No one was injured however this is the second time that this has happened.